Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, a lateral puncture may have occurred. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a large bore sheath and the aaa procedure was completed. Reportedly post procedure, limited blood flow was noted in the leg due to an occlusion caused by a backwall stitch. A surgical cutdown was used to treat the occlusion and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.